Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery stenting procedure using the protege rx carotid stent for severe left common carotid artery stenosis with an approximately 80% fibrous plaque lesion at the origin/c1 segment, angiography confirmed the stenosis and an embolic protection device (spd2-050-320) was placed distal to the lesion. The lesion was pre-dilated with a 4 × 30 balloon at standard pressure, and the stent packaging was opened and the stent was hydrated and prepared per the instructions for use with no issues identified. The thumbscrew/lock-pin was checked for securement and the lock-pin was removed before deployment. After the stent tip reached the origin of the internal carotid artery, repeated attempts to deploy the stent were unsuccessful, and the stent could not be pushed out. The device was withdrawn from the body and the stent release was noted to be incomplete, the stent had partially deployed. The stent was replaced with a new stent and the procedure was repeated without anomalies, and the stent was successfully implanted. No patient symptoms or complications were reported, and the patient was reported alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: no intervention was required to remove the partially deployed stent and there was no vessel damage. Product analysis the device was returned with the touhy-borst tightened and the stent fully deployed, the stent was confirmed as 40mm, no damage observed to tip or exposed lumen upon visual inspection, a kink was noted on the outer blue sheath at 15.3 cm from the distal tip end of device, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.